Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an occluded left superior vena cava (lsvc). During an implant procedure, the chronic right ventricular (rv) lead was extracted in order to maintain access through the laser sheath. A new rv lead was then attempted, but found to be tight at the same point in the vein using a coronary access sheath. There was placement difficulty; the new rv lead needed thirty rotations to extend and retract the helix, and the lead had dislodged at one point. Subsequently, the new lead was removed and placed on the tray, but still required twenty rotations for the helix to extend, and only appeared halfway extended. The new lead was removed and replaced. No patient complications have been reported as a result of this event.